Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, the device was found at eri (elective replacement indicator) after 2 years and 10 months of implantation. The device was then explanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.